Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that images were showing up with the incorrect patient information. With incorrect patient information there is a potential for a misdiagnosis or mistreatment. The customer provided no information indicating that there was any harm to a patient as a result of this issue. Reference complaint number (B)(4).

Manufacturer narrative:
Support determined the issue was occurring because an application was running twice. The account was advised on how to prevent this from occurring. The software was also upgraded and the issue was resolved. (B)(6)